Event description:
A nurse reported a patient who was implanted with perigee graft is scheduled for surgery in 2009, due to mesh displacement and bleeding. No further information was obtained after several attempts to get additional information from the physician's office.